Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. E3: occupation: product specialist. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the destination sheath broke off in the patient during the procedure and had to be snared out by the doctor. Access was via groin. There was no blood loss. The reported event did result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed for sheath separation. The exact root cause cannot be determined. The detailed device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 09jun2025: a peripheral angiogram was the type of procedure being performed for the patient. A pre-deployment angiogram was performed. There were no issues with insertion. There was no stenosis or plaque present in the access site. The patient was stable. Testing was performed to ensure the broken sheath was removed entirely.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a1-a6, d4: lot number, d4: expiration date, d4: UDI, b5, and h4.